Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was sent to emergency room (ER) for wound drainage due to possible infection at the ipg incision site. The device was extruding. The patient will undergo an explant procedure. No further information could be obtained despite good faith efforts.